Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The device data showed that the first priming sequence ended at 47 pulses and deactivation occurred at 346 pulses. No increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion or evidence of leaking during wear. The needle mechanism was reset and fired properly during the investigation. No housing or environmental seal damage was found. Inspection of the needle mechanism components found no damages or defects that would indicate a needle mechanism failure. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The pod was leaking insulin and it was discovered that the cannula was bent.